Manufacturer narrative:
The insulin pump was unable to perform the displacement test due to detached end cap. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked lcd window, stained end cap sticker, stained back address label, cracked case at the reservoir tube window corner and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump¿s end cap was detached. The customer¿s blood glucose level was 7 mmol/l. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.